Manufacturer narrative:
(B)(4). Additional narrative: the device is not available to be sent to baxter for evaluation; therefore, the reported condition of "missing blue winged cap" could not be confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required. Should the sample and/or additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
It was reported to baxter that the fill port cap of one (1) ce intermate lv100 device was loose to the point of falling off. This was observed before use. There is no patient involvement; therefore, no report of patient injury or medical intervention. No additional information is available.